Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: cmrm6133 envelope; 419688 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant of the left ventricular (lv) lead where an absorbable antibacterial envelope was used, the patient had yellow fluid coming out from the cardiac resynchronization therapy defibrillator (crt-d) pocket. It was noted that the patient wound was never healed, and the physician believed that the main reason was due to the chemotherapy the patient received for cancer. The crt-d system was removed to prevent further expansion of the infected pocket. No further patient complications have been reported as a result of this event.